Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1600, awareness date 20-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008 after the birth of her second child. Consumer reported that afterwards her periods became extremely heavy and painful. She developed anemia and had to receive iron infusions. She had an ablation performed due to the excessive bleeding and loss of iron. After the procedure the pain was unbearable, she was given ibuprofen but it did not help. The pain has since become manageable but it was constantly there. It tended to worsen after intercourse or physical activities. The dizziness, weakness and fatigue were still there despite her iron levels being normal. She sometimes developed strange rashes on her hips which were unexplained. She had an appointment with a different doctor for consultation and removal. Follow up received on 11-nov-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. After essure insertion, she experienced heavy and painful periods and developed anemia. She had an ablation performed due to the excessive bleeding and loss of iron. Heavy menstrual bleeding is considered serious due to medical importance and listed event according to reference safety information for essure. Change in menstrual bleeding patterns may occur during device therapy. Due to lack of plausible alternative explanation and positive temporal relationship, causality cannot be excluded. Since an intervention was required (ablation), this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information identified from social media on 11-jan-2016. She had a hysterectomy 4 days prior to this report due to essure. Essure was poisoning her body. 4 days post-op and she regained feeling in her fingers. She stated that essure was poison. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. After essure insertion, she experienced heavy and painful periods and developed anemia. She had an ablation performed due to the excessive bleeding and loss of iron. A hysterectomy was performed 8 years after essure insertion. Heavy menstrual bleeding is considered serious due to medical importance and listed event according to reference safety information for essure. Change in menstrual bleeding patterns may occur during device therapy. Due to lack of plausible alternative explanation and positive temporal relationship, causality cannot be excluded. Since intervention was required (ablation, hysterectomy), this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring, and it is not possible to contact the reporter.